Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called in because she was trying to increase stim and wasn't able to. Patient was seeing the message that stim was turned off. During the call patient services reviewed how to turn stim on and patient was able to feel stim. Patient said she was in the hospital from march 7th till march 19th. Patient said they must have turned stim off and turned stim back on. Patient said she hasn't been able to go to the bathroom and it much have been because stim was off. Patient said her stomach was distended, they did a "straight cath" and pulled out about 800cc. No further patient complications are anticipated or expected as a result of this event.